Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic inflammatory disease ('she is having reoccurring pelvic inflammatory disease') in an adult female patient who had essure (batch no. D08054) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criterion medically significant), nausea ("experiencing nausea"), vomiting ("vomiting") and fatigue ("fatigue"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, nausea, vomiting and fatigue had not resolved. The reporter considered fatigue, nausea, pelvic inflammatory disease and vomiting to be related to essure. The reporter commented: implant: 2012/2013. Batch no: d08054, production date: 2014-09-11, and expiration date: 2017-09-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 17-aug-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic inflammatory disease ('she is having reoccurring pelvic inflammatory disease') in an adult female patient who had essure (batch no. D08054) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criterion medically significant), nausea ("experiencing nausea"), vomiting ("vomiting") and fatigue ("fatigue"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, nausea, vomiting and fatigue outcome was unknown. The reporter considered fatigue, nausea, pelvic inflammatory disease and vomiting to be related to essure. The reporter commented: implant: 2012/2013. Further company follow-up with the consumer is not possible. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.